Event description:
It was reported when using the bd bactec¿ mgit¿ 960 pza medium, an unspecified number of false resistant pza results were obtained. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: d4. Medical device lot #: 3334886 d4. Medical device expiration date: 31-may-2025 h4. Device manufacture date: 30-nov-2023 h.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 pza medium, an unspecified number of false resistant pza results were obtained. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: material 245115 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The bd mgit pza testing system consists of mgit pza 7ml tubes (material 245115) and the mgit pza drug kit (material 245128). The mgit pza drug kit consists of lyophilized pza drug and liquid pza supplement components. The pza drug, pza supplement and pza 7ml tubes are used together to perform pza testing in the bd bactec mgit instruments. A complaint trend for performance was identified involving 245115 and 245128 mgit pza kit batches. Bd has initiated a CAPA (corrective and preventative action) to formally investigate the performance issue. The investigation has ruled out mgit pza 7ml tubes (material 245115) as the cause of increased, intermittent false resistance results observed. The batch history record review is satisfactory for the incident lots. Retention samples were tested per the standard performance procedure which is also described in the IFU (instructions for use, available on bd.com/e-labeling). Retention sample testing conducted for complaint investigations have not replicated the reported defect. Because the mgit pza 7ml tubes were ruled out by the CAPA investigation and retention sample testing has not replicated the false resistance, this complaint cannot be confirmed. Bd will continue to trend complaints for performance.

Manufacturer narrative:
The following updates have been made: this MDR pertains only to lot number 3248439. B5. It was reported while using bd bactec¿ mgit¿ 960 pza medium, there were an unknown number of false resistant results. There was no report of patient impact. This record is being reopened to address the corrections required for CAPA pr 11910483.

Event description:
It was reported while using bd bactec¿ mgit¿ 960 pza medium, there were an unknown number of false resistant results. There was no report of patient impact.